Manufacturer narrative:
The company service representative examined the system and confirmed the reported error code, vent valve failed closed. During the inspection, the service representative established that the cause of the problem was the poron washer of the vent valve solenoid gasket. He replaced the solenoid pads to correct the issue. The root cause of the error code was the solenoid gasket pads. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. A CAPA was opened to address this issue. This issue was determined to not be safely related. This known issue was evaluated and a field service replaceable poron washer is being implemented. This report mailed in to FDA on: 07/11/2008.

Event description:
The customer reported that prior to the procedure, an error code displayed on the system. There was no patient injury. The patient was not yet prepped, no drops were given, and no incision had been made. The case was delayed for over an hour while the system was switched out.